Event description:
N/a.

Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs, during production, related to the finished device. None were identified related to this report. Failure analysis / root cause - 1019 error code: output channel error: all internal components (the touchscreen, the analog board and the digital board) are the latest revision. The monitor (sn: (B)(6) is working and no fault was found. As a preventative measure, the battery was replaced. The functional test and safety test according to manufacturer's specification performed with acceptable results.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2024-00355. A facility reported a cerelink sensor (ID (B)(6) was placed, connected to a cerelink monitor (ID (B)(6). While in use, the monitor suddenly displayed: ¿system fault detected, error code:1019 refer to troubleshooting section in the user manual. The monitor will reboot in 2 mins, if the problem persists turn off the monitor and contact technical support¿, and the stopped displaying the icp readings. The monitor was removed from the patient, and monitoring was stopped. Additional information received: was the patient lead always connected? Yes was the monitor connected to a power source or working on battery? Monitor plugged into power source was there any delay in patient care? If yes, was it egal or superior to 30min? Unsure was there any consequence for the patient health? No how did they solve the issue? (Use another monitor successfully? Replace the sensor by another one? Stop monitoring?): stopped monitoring implant location: parenchymal was the integra/codman icp monitor connected to a patient monitor yes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.